Event description:
The user alleged that while using the system there was an inaccuracy issue. The user reported that with a good registration results (3mm) the verification for the right upper lobe and left upper lobe is not precise. The mc looks precise for the verification. The navigation to the target looks ok on the superdimension system but when double checking with the x-ray it shows that we are not at the target. The physician decided to cancel the procedure. The procedure was done under full anesthesia. There was no harm or injury to the pt.